Event description:
The following was reported to davol by the patient's attorney: (B)(6) - the patient was implanted with a composix e/x mesh. On (B)(6) 2011 - the patient underwent surgery to remove the mesh. Attorney alleges disability, pain and suffering, defective mesh, explant, infection/inflammation, issues with digesting food.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information. It has been alleged that the patient was treated for infection/inflammation. Infection and inflammation are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.